Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet that ultimately resulted in the pump shutting down and not turning back on. There was no reported adverse impact to the customer. The customer reverted to an alternate method of insulin therapy.